Manufacturer narrative:
After a palmaz blue stent on an aviator plus balloon, 5mm x 50mm on 142cm catheter was removed from the product package, it was found "loose of the forepart stent". The product wasn¿t used in the patient. There was no report of patient injury. There were no damages or anomalies noted to the device or packaging prior to use. The product was stored, handled, and prepped properly according to the instructions for use (IFU). There was no difficulty experienced as the device was removed from the packaging. There were no anomalies noted other than the loose stent forepart during the prep of the device. The device was returned for analysis. One non sterile palmaz blue on aviator plus, 5 mm diameter, 50 mm length, on 142 cm catheter was returned. The stent was in its original position. No anomalies were observed during visual analysis. Per microscopic analysis crimping marks were observed between the marker bands and residues of inflation media were noted in the balloon as well in the inflation lumen. A device history record (DHR) review of lot 17108248 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent loose crimp-during prep¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, crimping marks were noted in the balloon suggesting the stent was properly crimped to the balloon, and the stent was found to be correctly placed in situ on the balloon. Residues of inflation media found in the balloon suggest an attempt to prep was undertaken. According to the instructions for us ¿prior to use, the product should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After a palmaz blue stent on an aviator plus balloon, 5 mm diameter, 50 mm length, on 142 cm catheter was removed from the product package, it was found "loose of the forepart stent". The product wasn&#38176;use in patient. There was no report of patient injury. The device will be returned for analysis. There were no damages or anomalies noted to the device or packaging prior to use. The product was stored, handled, and prepped properly according to the instructions for use (IFU). There was no difficulty experienced as the device was removed from the packaging. There were no anomalies noted other than the loose stent forepart during the prep of the device.

Manufacturer narrative:
Review of lot 17108248 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The engineering report is pending and will be submitted within 30 days upon receipt.